Manufacturer narrative:
The company service representative examined the system and did not indicate replicated the reported issue. The xenon lamp was replaced. The system was then tested and met all product specifications. The xenon lamp was received and the sample was installed in a calibrated vision system. There was no problem found with the sample. The system was manufactured on july 29, 2016. Based on qa assessment, the product met specifications at the time of release. The sample was found to have no problem; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported both upper lamps were out. Additional information has been requested.